Event description:
Customer reported a collimator iris pot error, and no image on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and lemo receptacle. This MDR is related to ge healthcare complaint number.